Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received in the past two years involving a similar device where this malfunction resulted in a serious injury. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device was returned and evaluated for dimensional measurements and cutting performance and found to be in specification. Also, a DHR review was conducted; no evidence of manufacturing issues or process deviations was identified.

Event description:
In this event, it was reported that the tip of a micro-miniature light wire cutter separated, resulting in the patient receiving a small cut on the lip. No medical/surgical intervention was required to treat the cut.